Event description:
I had a procedure done called essure which is a permanent birth control, the procedure was done on (B)(6) 2015; ever since I've had serious and chronic pain in my lower abdomen and lower back. I've experiencing heavy bleeding for a two week period every month. I did not get my period last month and to my surprise I'm (B)(6) pregnant.